Event description:
The complaint involved a chemoclave vented bag spike. It was reported that the connector was found askew during infusion. There was concomitant drug used, but there was no concomitant device involved. Device was used for chemo. There was no bleed back reported. A sample picture is available. The drug that was involved is unknown and that the connector became askew might be due to the process of connecting to the adaptor. There was patient involvement reported, but no patient harm/adverse event reported.

Manufacturer narrative:
The reported complaint of a connector askew could be confirmed. The returned sample was bent upon arrival and leaked during testing at the bent location. The probable cause of the bent connector is from an unintentional bending force during use.